Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush landed in throat / brush entered into throat [foreign body]. Trying to throw it up [retching]. Brush became loose and it landed in throat [device breakage]. Case description: a consumer of unspecified age and gender reported that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown (brush head with 2 brushes) became loose and it landed in his or her throat. The consumer described that through trying to throw it up, he or she spit out the brush. The case outcome was recovered. No further information was provided. On 05-apr-2016 received follow-up from consumer: the consumer reported that he or she purchased 3 packs of 2 brush heads. The consumer explained that after the brush that became loose and entered into his or her throat, he or she was so startled that he or she threw away the remaining brushes. The consumer only kept the last brush as proof that such a brush could simply become loose. He or she scratched the gray logo with a coin, but nothing happened. No further information was provided.